Manufacturer narrative:
510k: this report is for an unknown nails/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the trochanteric nail and driving cap broke off in the handle. The aim of the driving cap stuck in the insertion handle. Broken fragments were retained in the patient. No additional intervention was done to removed the broken fragments. There was no surgical delay. Surgery was completed successfully. This report is for one (1) unk - nails. This is report 2 of 2 for (B)(4).